Event description:
Pt seen in office on (B)(6) 2018 as new pt with pelvic pain. Essure placed in 2004 in same state, different medical group. Pt called office (B)(6) 2018 saying she expelled coils from vagina. Pt brought in essure coil approx 3.5 cm with approx 14 coils, intact, surrounded by fibrous tissue. Discussion regarding patency of uterine tube and position of remaining essure coil. Pt asked to have essure coil returned to her. Dates of use: (B)(6) 2004 - (B)(6) 2018. Diagnosis or reason for use: contraception. The product was not compounded; the product was not over-the-counter.